Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced cannula issue as the infusion set cannula was found bent on (B)(6) 2026. The patient experienced high blood glucose level which was treated with insulin pen. The event occurred on the first day of insertion and the site of insertion was lower back.